Manufacturer narrative:
The investigation of product damage (detached inflow/outflow ¿ great vessel has been completed. The pump was returned for investigation. A data log review was not required for this case. The pigtail of the pump was found sliced on the returned product. No further investigation was required. According to the clinical report, the ablation catheter became entangled with the impella pigtail, tore off, but the procedure and retrieval were successful. The cause of the cannula/pigtail detachment issue was an interaction with another device(ablation catheter). D9 date device returned to manufacturer added. Instructions for use : impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention with automated impella controller section: warnings, cautions, and precautions ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: warnings: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ e4 should have been left blank on manufacturer device report 1220648-2024-25050. H10 instructions for use were inadvertently omitted from manufacturer device report 1220648-2024-25050.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump support ongoing for an electrophysiology (ep) ablation patient. The ablation catheter has become entangled with the pigtail of the impella and has torn off. The ablation was nevertheless successfully performed and the pigtail was successfully retrieved. The patient survived the event and no harm noted.